Event description:
On several occasions,during setup of the cardioplegia set, the perfusionist found that the pack contained a 4:1 without shunt subassembly rather than an 8:1 with shunt subassembly. There was no patient involvement since the discovery was made during set up.